Event description:
A patient overdose was initially reported. The medication administered via the pump was lioresal. The pump was set to minimum flow rate. Reprogramming was scheduled to have occurred on (B)(6)2010. On september 2, 2010 - additional information: per this reporter, the concentration and dose of lioresal was noted as 801 mcg/day. Symptoms related to the event was noted as "respiratory pause". There was "some level of troubleshooting between yesterday and today". X-rays were taken to see if there was a problem with the catheter. They were considering a catheter "opacification procedure" to check for micro-cracks. The patient remained hospitalized, was currently fine, "showing all signs of decreased hypertonia", and was on 100 mcg/day baclofen. The hcp was waiting for the surgeon who had been away. September 17, 2010 - additional information: it was later reported that the patient was back home and was fine. An opacification procedure was not conducted.

Manufacturer narrative:
(B)(4)